Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reft0826 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional "nurse inserting us guided IV: accucath guide wire tip sheer off in a patient's arm requiring vascular to come in. Once I was in vein, I advanced the guide wire. I met resistance and retracted the guidewire and aborted IV attempt at that time. I could not retract needle despite it appearing that guidewire was completely retracted, (slide did feel "gritty") placed us probe to arm to locate another site and saw glowing. Checked catheter and found coiled part of guidewire missing. Immediately pulled physician to bedside. Vascular consulted for retained foreign body - to or for removal with mac tiva anesthesia."